Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty when the surgeon inserted the articular surface provisional, it fractured. All pieces were retrieved and the procedure was completed utilizing another device. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual evaluation of the returned provisional exhibited signs of use (nicked/gouged) and the post feature was fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.